Event description:
Pt noted a small hole in the silicone covering of his driveline near the system controller, no wires were exposed.pt came to clinic and rescue tape was applied to the area. No alarms were noted. No further issues to date.